Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during transport while attempting to pace a patient (age & gender unknown), the device failed to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacing test and ECG stressing without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. The ECG cable used during the event was not returned for the evaluation. Analysis of reports of this type has not identified an increase in trend.